Event description:
It was reported that interrogation revealed that the device was in reset mode without defibrillation capabilities. When the patient used a power drill his device delivered shocks. The lead could not be ruled out as being the cause for the noise. Therefore, the device and lead were replaced.

Manufacturer narrative:
Analysis found that the insulation was abraded in several locations. The rv cable was found interrupted and melted due to electrical arcing which occurred between the rv cable and the ICD can. The arcing was caused by an abrasion in that area. The abrasions were due to friction with the ICD can.